Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the center button was sometimes takes too long to respond. The customer's blood glucose level was 240 mg/dl at the time of the incident. The customer stated that the numbers were not ramping on their own and the scroll bar was not moving with no input. The customer informed that there was a response from a button. The customer reported that pressing menu button takes them to the menu screen and also using the up arrow allow them to navigate screens. The insulin pump was neither dropped nor exposed to moisture. The customer stated that for the last week, both their sensor glucose and blood glucose were high. The customer does not allege that the insulin pump was under delivering. The customer stated that the button were not unresponsive during an easy bolus attempt. The customer reported that they feel okay for troubleshooting. They were using insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was active and was not automatically adjusting insulin at time of high blood glucose event. The customer reported that they have a back-up plan available. The device will not be returned for analysis.